Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not starting. Upon troubleshooting actions, the rse attempted to power on the system using the review module from the control room however, the system did not start. To resolve the issue, the rse advised the customer to press the on button in m-cabinet manually. After pressing the button, the system was returned to use in good working order. Few days later, issue was reoccurred. The philips engineer replaced the review module. After replacement of the review module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the review module was unable to turn the system on or off, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.